Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a high threshold due to suspected micro-dislodgement. The lead was moved from the lower right ventricle to the right ventricular apex. No patient complications have been reported as a result of this event.